Event description:
It was reported that during preparation for a percutaneous transluminal coronary intervention and rotational atherectomy procedure, a guide wire fracture occurred. The 90% stenosed lesion was located in the calcified and severely tortuous left circumflex coronary artery. The physician was platforming the 2.00m rotalink plus burr outside of the patient, however, the wire "broke". The physician noted that while loading the rotalink burr onto the floppy rtw guide wire, the guide wire was "not smooth". The procedure was successfully completed with another floppy rtw guide wire and the same rotalink plus burr. No post procedure complications were noted and the patient's condition was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.